Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was within range. The customer declined to perform a system check on the infusion set. Reportedly, the customer cleared the alarm and insulin delivery was resumed.